Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had high impedance and a fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).